Event description:
Customer reported that while running hcv and hepatitis core assays, the handler scanned position b6 twice and did not generate an error message. The customer aborted the plate. An engineer was dispatched to evaluate the instrument. No death or serious injury was associated with this event.